Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, sore throat, and rash on shoulder back area.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging headaches,sore throat, and rash on shoulder back area related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The event reviewed by the pms clinical expert due to the patient reporting of headaches,sore throat, and rash on shoulder back area. Based on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.